Manufacturer narrative:
A field service engineer (fse) was on-site and replaced the waste sump canisters.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydro canister lids of the unicel dxc 800 synchron chemistry analyzer cracked causing reagents and liquid waste to leak out of the containers. There was no injury that occurred.